Manufacturer narrative:
Additional information was received that the leak was insufficient to prevent mechanical ventilation or require medical intervention to prevent patient harm. The initial MDR was not reportable.

Manufacturer narrative:
The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit has a large leak affecting mechanical ventilation. There was no report of patient involvement.